Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an epic stent delivery system. The device was visually and microscopically investigated for damage. The device showed no shaft damage. The stent was deployed approximately 1.5cm from the distal end of the marker band. The rack was partially moved from the starting position. It was noticed that the yellow rack lock was affixed to the device after the rack was moved from the customer site. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous left biliary duct to common biliary tract. After a 6f guide catheter and a 038 guide wire were crossed the lesion, pre-dilation was performed with an 8mm balloon catheter. Following pre-dilation, an 8x120x120 epic stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed a stent partially deployed.